Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.50/+1.0/090 (sphere/cylinder/axis) in the patients right eye (od). At one year post-op, the lens was found to have rotated. The lens remained implanted. The surgeon does not plan to rotate or explant/exchange the lens. Patient is able to achieve 20/20 to 20/25 uncorrected distance va each eye. With an astigmatic correction in each eye; patient achieves 20/20. Patient is content with the visual outcome but sees better with additional astigmatic corrective lenses.